Event description:
It was reported that pump experienced malfunction alarm with malf 16 and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed malfunction was not resettable, planned pump replacement, and completed field correction form on behalf of customer, but customer declined out-of-warranty loaner.